Event description:
It was reported that ablation effect was unable to be observed. During an ablation procedure for atrial fibrillation with a intellanav open-irrigated catheter, a significant drift issue was observed and a slight base noise appeared. Power/current was supplied to the left pulmonary vein (lpv) ridge at 35-40w with irrigation flow 30ml/min. There was almost no change in impedance or temperature, making it difficult to observe the ablation. The physician also wanted the catheter to bend more for better operability. The procedure was completed and there were no patient complications. It was further reported that the issue occurred about an hour into the procedure. There were no error codes displayed and no loss of temperature monitoring from the catheter. The device was in power mode. Impedance during ablation was 120 +/- 5 ohms (standby 170-180 ohms). There were no tracking issues, but electrodes 1 and 2 had signal noise. It was noted that this was the first case of the day. The patient did not have any implanted devices or stents. The c-arm was in use near the patient and the software had been upgraded on 17apr2019 to lumipoint version 3.0. .

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the catheter showed there was dried body fluid on the handle, main body tubing and distal end. Dried saline was present on the distal end and inside several irrigation ports. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical continuity testing, while manipulating the catheter shaft, revealed no open or short circuits, as checked manually using a multi-meter and breakout box. All electrode, sensor and thermocouple resistances measured in specification and were typical. The catheter was soaked for thirty minutes, during which time it went through multiple ablations/agitation cycles. No temperature issues prior to, during or afterward were observed. Signal noise was present on the 1-2 bipole during ablation, however, the values fell within current device specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that ablation effect was unable to be observed. During an ablation procedure for atrial fibrillation with a intellanav open-irrigated catheter, a significant drift issue was observed and a slight base noise appeared. Power/current was supplied to the left pulmonary vein (lpv) ridge at 35-40w with irrigation flow 30ml/min. There was almost no change in impedance or temperature, making it difficult to observe the ablation. The physician also wanted the catheter to bend more for better operability. The procedure was completed and there were no patient complications.